Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that the healing abutment ieha554 would not seat in implant xifnt511. The implant had to be removed. Tooth site #19.

Manufacturer narrative:
This report is being submitted to relay additional information. During investigation it was found that this event has already been reported in 0001038806-2020-00635. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. No further medwatch report will be submitted for this event.

Event description:
No additional or corrected information to report.